Event description:
It was reported that the user experienced recurrent hypoglycemia later in the day while using the ilet with a dexcom g7 and a contact detach infusion set; the most recent event lasted about 20 minutes with a glucose nadir around 61 mg/dl, and prior events reached the 50s amid inconsistent meal announcements. Symptoms included no reported hypoglycemia symptoms during the most recent event. Outcomes included self-treatment with oral carbohydrate and no hospitalization or emergency care. Investigation included troubleshooting and education focused on meal announcement practices and consideration of a device factory reset. Investigation of this case revealed user maladaptation related to inconsistent meal announcements, with the device otherwise operating without alerts or alarms. It was concluded that hypoglycemia occurred with unclear cause, with contributory factors including inconsistent meal announcements and user maladaptation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.